Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One fast-cath introducer sheath sideport tubing was received for evaluation. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing. The root cause of this issue was determined to be consistent with a manufacturing issue. A corrective action was initiated to address the failure mode for an insufficient amount of solvent applied to the stopcock tubing prior to insertion, resulting in sideport tubing detachment.

Event description:
After the procedure, a sideport detachment occurred resulting in the patient bleeding from the site. It was reported that the staff observed the patient was bleeding out of the introducer site. The dressing was removed for assessment and it was found that the sideport of the introducer had detached. The sideport was covered with tape which stopped the bleeding. The patient is stable.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.